Event description:
Lap band - "on insertion of the allergan lab band, the universal separated from the seal and ended in the abdominal cavity. The port was replaced with a j and j port 15mm and the seal parts were removed."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.